Event description:
During a remote follow-up, episodes of far field r-wave oversensing (ffrwos), inappropriate automatic mode switch (ams), low sensing, and either noise resulting in oversensing due to electromagnetic interference (emi) or myopotential oversensing were observed on the right atrial (ra) lead. Diagnostic imaging was performed and no abnormities were observed. Provocative testing was performed and the lead noise was reproduced only during coughing. No intervention has been performed. The patient was stable with no consequences and will continue to be monitored.